Event description:
A surgeon reported that during a cataract surgery, when he stepped on the foot pedal, the phaco power went to 100% and there was no linear control. In a follow up phone call, a nurse indicated the doctor experienced a lot of "chatter" during phaco mode and the longitude settings displayed "0" and would not move. When the phaco handpiece was removed from the eye, the settings would move. The handpiece was reprimed to complete the case without further incident. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).